Event description:
It was reported that the screen of the device suddenly went black during use. The patient was connected to another ventilator. No injury or impairment of patient´s state of health reported.

Manufacturer narrative:
The event was originally reported by the user facility to the national authority only - there was no involvement of manufacturers representative after the reported event - no further information could be obtained. The actual state of the device is unknown. Hence, there was no in-depth evaluation possible the manufacturer only concludes the entire device consists of two functional units - a cockpit facilitating display & user interface and a ventilation unit. A display malfunction may restrict the possibility to interact with the device, to change settings or to observe ventilation parameter in detail. Operation of the ventilation unit is not affected by a display malfunction - the ventilation is ongoing and, the user can observe basic ventilation parameter on the secondary display the ventilation unit is equipped with. As confirmed for the particular case, there's room to react and to replace the device when a malfunction of the main display occurs. H3 other text : device not available for investigation.